Event description:
Customer reported that a cartridge leaked insulin from the cartridge septum. There was no adverse impact to the customer's blood glucose level. Caller advised they will change out cartridge to resolve the issue.